Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Customer gave a manual injection to address bg. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level; however, this could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.